Event description:
Technician alleged that the siderail release latch was not functioning properly.

Manufacturer narrative:
Technician repaired the siderail release latch for the left siderail to resolve the issue. No further information is available on the repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.